Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump could access the menu but would not unlock, and the user completed a software update through the ilet mobile app after which the pump unlocked successfully. Symptoms included no reported adverse clinical effects and blood glucose values were not impacted. Outcomes included no medical intervention, no hospitalization, and restoration of normal device function after the software update. Investigation included customer troubleshooting and education, confirmation of a pending software update, and verification of resolution post-update. Investigation of this case revealed that a software state prevented normal unlocking and was resolved by completing the available update, with no hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software-related and resolved through software updating and standard troubleshooting.